Manufacturer narrative:
No conclusion could be made for the reported device failure. 2007.

Event description:
During a meniscal repair, t2 would not advance properly. The surgeon cut the suture free from t1 and left t1 in place. An additional fast-fix ab was used to complete the repair. A ten minute delay resulted. No patient injury or complications took place. The surgeon is a heavy user of fast-fix.